Event description:
The ge oec 9800 fluoroscopy system would not operate properly in mag 1 mode.

Manufacturer narrative:
A ge oec service representative investigated the issue and repaired a broken hv cable to restore collimator and mag mode function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.